Manufacturer narrative:
Ubject device has been received and is currently in the evaluation process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: 1.5mm matrixneuro screws (part: 04.503.104.04s / lot(s): unknown / quantity: 8) and matrixneuro straight plate (part: 04.503.062s / lot(s): unknown / quantity: 2).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient initials, dob & weight not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The complainant indicated that the device broke intraoperative and a fragment is retained in the patient. The 510k #unknown. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 2nd june 2015, expiry date: 1st june 2025, article was sterilized by supplier (B)(4) and after sterilization based on review of work order 9642405, 60 pieces were released for sale. Article 04.503.104.04 was manufactured in the us with article number 72563 and lot 7975079. Manufacturing location: (B)(4), manufacturing date: 10-apr-2015, part #: 04.503.104.04, lot#: 7975079 (non-sterile) - ti matrixneuro screw self-drilling 4mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service & repair evaluation was performed. The investigation of the complaint articles has shown that: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the fixation surgery for skull, the surgeon attempted to fix the plate with the matrixneuro screws; however, three screws were broken one after another and the surgeon couldn¿t insert them. The tip of the screw shaft and the screw head were both broken. The three screws were broken consecutively and these fragment tip of three screws remained in the patient¿s body. The patient condition was unknown postoperatively. There was a possibility of the high bone density; however, the surgeon opined the screws were too brittle to be broken. Eventually, the surgeon used the clamp of the competitors' products and completed the surgery successfully. There was a surgical delay; however, duration was unknown. The procedure was successfully completed. This complaint involves 3 parts. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
A pia and investigation summary was performed. The investigation of the complaint articles has shown that: have received 12 screws (article number 04.503.104.04s) and 2 plates (article number 04.503.062s) for investigation. 3 screws are broken; the complete lengths of the threaded shaft broke off and were not returned (remains in the patient¿s body). One screw is dull; the thread tip of one screw is badly worn. Eight screws and the 2 plates are intact and were therefore added as concomitant. Additionally we¿ve received 12 clips which are not relevant for this complaint. A review of the DHR¿s for the returned parts was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The implants met the specifications at the time of manufacturing and distributing. We have forwarded the parts to the responsible pd engineer for further evaluation with the following results: product development (sustaining engineering) cannot determine any design related root cause of the screw failures as seen in this complaint. The technique guide of this system states clearly that the risk of screw sharing-off can happen when used in hard bone: warnings was issued that these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon has to make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. Be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail. According to a 108 covers the present sales and complaints analysis since both severity of harm and occurrence rate are below the product risk acceptance matrix. Based on these investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.